Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. Customer's blood glucose was 300mg/dl.